Manufacturer narrative:
Concomitant medical devices: 419688, lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured as high pacing impedance was observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.